Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of an over-the-wire (otw) sterling es balloon catheter with no original packaging or other devices. There was a blood like substance on the outer surfaces of the device. The balloon was torn longitudinally 7 - 45 mm from the tip. There were kinks in the inner shaft 11, 12, 15, and 45 mm from the tip and a hole in the inner shaft 35 mm from the tip. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event. The damage to the inner shaft of both devices could not occur with a guide wire in the wire lumen, which suggests the damage occurred without the device fully loaded over a guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05672. It was reported that during an unspecified treatment procedure a balloon rupture occurred. The 95-100% stenosed lesion was located in a moderately tortuous and moderately calcified distal anterior tibial artery and dorsal pedalis artery. The sterling es otw 2mm x 40mm x 144cm balloon was inflated to rated burst pressure and ruptured. It was removed intact and the shaft was found kinked. The physician attempted treatment with another sterling es otw 2mm x 40mm x 144cm and this balloon ruptured at rated burst pressure and the shaft was kinked as well. The device was removed intact. The procedure was completed with a symmetry balloon. No patient complications were reported and the patient's status is fine.